Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of the battery not providing power to the controller test set up when connected due to a faulty u2 chip; however, after the u2 chip was reset, the battery performed as intended. This observation is considered not related to the reported event. The reported event was confirmed via review of the controller log files, which revealed a power disconnect alarm on (B)(6) 2016 while (B)(4) was connected with a "spurious" saw value, indicative of a communication error between the battery and the controller. The most likely root cause of the reported event may be attributed to a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that while the patient was in clinic for routine visit, the controller log files showed a power disconnect alarm recorded. It was believed that the problem was due to a "communication issue with (B)(4)". The defective battery was removed from service with no reported patient consequences. No further information was provided.